Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent the initial surgery. Post-op it was reported that rod(s) broke. The product came in contact with the patient. Patient complications were reported unknown due to this event. Revision surgeries were operated to extend the fusion range to iliac in 2012 and in 2014 from t9-iliac. The fourth revision surgery will be operated for rod(s) breakage. The rod(s) was placed in third revision surgery. Fusion was extended to iliac. (Tsrh 3d at s1, legacy iliac at iliac). Post op, 2 titanium rods were broken at s1/iliac level. (B)(6) 2014(third): corpectomy at l2 level and t2 placement was operated. 4 rods construct was built using low profile cross link. Post op, cobalt chrome rod was disconnected. Fourth surgery: screws were replaced with solera 5.5/6.0 screws except iliac screws. Rods were also replaced with 6.0 mm rod (level implanted: th7-iliac). Dr comment: screws had good bone purchase so stress had concentrated the rods. As a result of that the stress exceeded rod strength. Nonunion also caused the rod breakage.